Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/23/2015 and found and replaced tubing and check valve (cv6), as the tubing had popped off (detached from) fitting, to resolve leak. The fse adjusted the low vacuum since it was high to assist in the resolution of the low vacuum error. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 4 ml from the main diluter panel of a coulter hmx hematology analyzer with autoloader while running controls. The leak was not contained within the instrument and low vacuum error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.